Manufacturer narrative:
The device was returned to olympus for evaluation. The device was received in a biohazardous condition, which limited the evaluation to a visual inspection. The evaluation confirmed the detachment of the tube sheath from the handle section of the needle. The tube sheath was received completely removed from the handle and working length of the needle. Additionally, a kink was found on the working length at the boot section near the handle of the needle. The device was forwarded to the original equipment manufacturer for further evaluation. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that following an aspiration biopsy during an endobronchial ultrasound procedure, as the users were reinserting the needle into the endoscope, the users noticed that the tube sheath had detached from the handle section. There was reportedly no patient injury and the procedure was completed. No further detailed information was provided.